Event description:
It was reported to philips that the azurion device would not switch on. The device was outside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and identified that there was an issue with the hdd (hard disk drive) interface. A replacement is on order. The investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon functional testing fse found that the hdd interface on the pc was defective. Fse replaced the suite pc. After replacement of suite pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.